Manufacturer narrative:
Device investigation details: available information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 50000120 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium presented a valve failure, it was replaced, and the procedure was successfully performed. No harm to the patient. The procedure was not delayed due to the reported event. No fragments were generated. No other medical intervention was required. Additional information received indicated the dilator progressed, there was resistance and then the valve showed a return of blood where the doctor chose to change the sheath. The procedure was performed without harm to the patient and with success. The customer¿s reported resistance with the sheath is not considered to be MDR reportable since an increased potential for patient injury is remote.